Manufacturer narrative:
The subject device was not returned to olympus medical system corp. (Omsc) for investigation. The exact cause of the reported phenomenon could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record of the past one-year from the aware date, nothing abnormal was found. Based on the similar cases in the past, it is likely that the device was incarcerated because of the hardness and shape of the target calculus. The instruction manual of the device has already warned as follows; 1) do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. 2) this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Event description:
During an endoscopic removal of the calculus , the subject device was used. The user tried to crush the calculus with the subject device, but it was incarcerated. The user retrieved the calculus with the emergency lithotriptor. The procedure was completed. There was no patient injury reported.